Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hemodialysis (hd) clinic manager that the heparin port leaked and separated from the line. It was not indicated when this occurred in relation to patient treatment. During follow up the clinic manager reported that the leak was identified during treatment, shortly after treatment was begun. The patient experienced minor blood loss. The blood was returned to the patient, and the patient was removed from the system. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.